Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported multiple faults upon interrogation. These faults included 'possible device malfunction,' 'device has reached eol,' 'shorted lead system' and codes indicating unexpected interrupt and incorrect checksum values.